Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia following a supply change, indicating the user may have correctly completed the cartridge change process, but remained connected to their tubing during the tubing fill, resulting in unintentional insulin delivery. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow the instructions provided in training, the user guide and the device user interface when completing the cartridge change by remaining connected to the tubing during the tubing fill process. The user had been on multiple daily injections prior to starting the ilet, and this was the first cartridge change they completed independently after starting the ilet.

Event description:
On (B)(6) 2024, an ilet user reported experiencing low blood glucose (bg) levels due to changing their cartridge without disconnecting from the pump, which resulted in a low reading of 49 mg/dl. The user was able to treat the hypoglycemia with food and did not require any professional medical intervention or assistance. The user was educated by the beta bionics customer care agent on the proper procedure for changing the entire infusion set and cartridge and was reminded to disconnect the infusion site during any changes.